Event description:
It was reported that the insulin pump had an unresponsive keypad and alarmed failed battery. The blood glucose reading was 490 mg/dl, which was treated with a manual injection. The customer was unable to clear the alarm and there was no response from the esc button. He stated that he was no aware of any significant events leading to the keypad issues, other than the fact that he works in an environment with moisture exposure. He noted that he placed his device in a snap bag and did not believe this had to do with the issue. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm and no battery out limit alarm noted. Insulin pump received with an intermittent button response due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.